Event description:
It was reported that the device broke as the surgeon did the suture. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Corrected data.

Event description:
It was reported that the device broke as the surgeon did the suture. Procedure was completed successfully and no patient injuries were reported.